Event description:
On 16-jun-2026, a sales representative reported via email that two ar-3770 hybrid fibertak with needles (knee) failed to set or remain implanted during use. Both anchors were removed from the patient. A third anchor was successfully implanted, allowing the procedure to be completed. The case was delayed for a few minutes, and no additional anesthesia was administered. This issue was identified during a lateral extra-articular tenodesis procedure performed on (B)(6) 2026. No patient harm was reported.additional information was received on 17-jun-2026:a replacement ar-3770 hybrid fibertak with needles (knee) was used successfully to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.